Event description:
The micro sagittal saw was sent for evaluation because, it was leaking a black substance from around the head of the device described as oil-like and greasy. The event did not occur during a procedure; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device; a sample was taken from the sagittal saw index.